Manufacturer narrative:
Qn# (B)(4). The customer returned an opened ra-04122 kit containing the components of a radial artery catheterization device. The device consisted of an introducer needle, guide wire, advancer tube and catheter. The device showed evidence of use and the distal end of the unraveled guide wire was advanced through the needle bevel. The returned catheter was also damaged. Visual examination revealed that the portion of the guide wire that was advanced through the needle was severely kinked with offset coils. The distal weld was present and the coil wire was unraveled but not separated. The proximal end of the guide wire remained secured within the advancer handle. Microscopic examination revealed the kinks/offset coils observed at the location the guide wire exited the needle bevel prevented the guide wire from being advanced/retracted within the needle cannula. The coil wire was manually unraveled and it was revealed that the core wire broke towards the distal tip but not directly at the weld (approximately 15mm from weld). Both the separation points of the core wire were pinched which indicate a stress breakage. Examination of the introducer needle did not reveal any damage or anomalies. The core wire was separated into two separate pieces. The portion attached to the distal weld measured 15mm in length and the portion attached to the handle measured 101mm in length. The combined length measures 116mm which is within specification; therefore no pieces of the guide wire appear to be missing. The outer diameter of undamaged portion of the guide wire, and the needle inner and outer diameters were all found to be within specification. The damage to the distal end prevented the guide wire from being advanced/retracted within the needle cannula. A device history record review was performed on the guide wire and catheter/needle assembly and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this kit describes suggested techniques for guide wire insertion to mitigate the risk of damage. It notes to trial advance and retract spring-wire guide through needle using actuating lever to ensure proper function prior to use. The IFU also cautions not to retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring-wire guide damage. The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire body was broken 15mm from the distal weld. The guide wire and introducer needle met all dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 1.5 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that the catheter got stuck in the patient's arm. The device was removed by making a small incision on the patient's arm. The guide wire was broken and the tip appeared to be not completely intact. Subsequent x-rays did not show any foreign body on the patient's arm.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the catheter got stuck in the patient's arm. The device was removed by making a small incision on the patient's arm. The guide wire was broken and the tip appeared to be not completely intact. Subsequent x-rays did not show any foreign body on the patient's arm.